Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose was 503 mg/dl. A manual correction injection was administered to address elevated bg. A new cartridge was loaded to resolve the issue.